Event description:
It was reported that the surgeon tried to attach the augment with the provided screw, but fixation could not be achieved. Another augment and screw were used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.